Manufacturer narrative:
The customer immediately took the incubator out of service. The incubator is under warranty and the customer is requesting repair by replacement. (B)(4)

Event description:
Customer reported that the mts incubator temperature read 44 degrees c during patient testing. The incubator temperature spec is 37 + / - 2 degrees c. The incubator was taken out of use. No erroneous results were reported.